Event description:
It was reported that the patient could not be converted. The patient was induced multiple times over several days to no avail. The system was explanted and replaced with a system that would accommodate the additional df-1 adapter.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.